Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to observed high pacing thresholds. A new lead was implanted at the same surgery. No additional adverse patient effects were reported. Jcv.